Manufacturer narrative:
The sample was collected in a li heparin tube without a gel barrier and centrifuged for 3 minutes at 7200rpm. Sample was originally processed through the cta with qns (quantity not sufficient) errors. Qc was within the established ranges on the day of the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was on-site (B)(6) 2010 and did a preventive maintenance (pm). No hardware issues were noted. Although sample quality was addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) regarding a falsely elevated troponin (accutni) result of 0.48ng/ml generated by the unicel dxc 600i synchron access clinical system which upon repeat gave results of 0.01 and 0.01ng/ml. No reports of death, injury or change to patient treatment have been reported in connection with this event.